Event description:
On (B)(6) 2011, it was reported that hl 20 console 5-p with serial number 1170, twin pump modules will not work in "slave pump" mode with an arterial pump (single roller pump module: rpm) in master pump mode after software upgrade. Reference: complaint (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The user facility reported this event to the french authority. The technician evaluated the unit and determined that cause of this event is an incompatibility between hl 20 consoles in version 10 with hl20 pump modules in version 11 and vice versa. Which means a hl20 twin pump module or hl 20 roller pump module with software version 11 can not be operated with a hl 20 console version 10. Reference: (B)(4).